Manufacturer narrative:
Because a sample was not returned and no lot number was provided, the root cause for the blunt knife experienced by the customer cannot be determined. (B)(4).

Event description:
A surgeon reported that a disposable knife was blunt in surgery. No patient harm occurred.